Event description:
A (B)(6) male pt contacted zoll customer support to report a service code 204 and that the connection between his electrode belt and his monitor was loose. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problems (service code 204 and damaged monitor case) have been confirmed. Upon evaluation, the electrode belt connector was detached from the monitor case which damaged wires inside of the connector. The cause of the code 204 is a disruption in communication between the monitor and electrode belt. The cause for the disruption in communication is the damaged belt connector. The root cause for the damaged belt connector cannot be positively identified but is likely excessive force placed at the belt connector. No adverse event resulted from the defective monitor belt connector. The pt received a replacement monitor.